Event description:
It was reported ca breast (right side) were put on trastuzumab, bevacizumab, docetaxel, carboplatin. Catheter were broken during 4th cycle of the infusion. Leakage of the catheter during 4th cycle of the treatment and now the tip of the catheter is located at subclavian region. Catheter has been trimmed and that's the reason tip of the catheter has been shifted from svc junction. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one segment of a 4 fr groshong nxt clearvue catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and two splits were observed: one just distal of the 31 cm depth marking, and one just proximal to the 30 cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported ca breast (right side) were put on trastuzumab, bevacizumab, docetaxel, carboplatin. Catheter were broken during 4th cycle of the infusion. Leakage of the catheter during 4th cycle of the treatment and now the tip of the catheter is located at subclavian region. Catheter has been trimmed and that's the reason tip of the catheter has been shifted from svc junction. No other information was provided.